Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2014 in response to the due-diligence letter. The reporter stated that the patient went to the emergency room via emergency medical services on that day but could not recall if they change site and the blood glucose (bg) kept going high. The reporter stated that the patient went to the emergency room was observed. The reporter denied ivs and did not recall if insulin was given. The reporter stated that the patient was discharged back on the pump and the bg was stable. The reporter stated that the patient was on pump until today when the new pump was programmed and transitioned to the replacement pump. The reporter stated that they have not made pump settings prior to or after the incident. This report is being made because additional information was received regarding the incident.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the insulin pump was not working and the patient was now hospitalized. No additional details regarding blood glucose levels, symptoms, or alleged pump issues were provided. This report is made based on the allegation that the patient was hospitalized related to an unspecified pump malfunction.